Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that there was a crack on the reservoir side of the insulin pump. The insulin pump made unusual grinding noises and takes longer time during the rewind. The customer mentioned that they also received unexplained no delivery alerts. The device will not be returned for analysis.